Manufacturer narrative:
The customer¿s report of faulty pressure sensors was replicated on one out of forty sensors that were received. The pump module was not returned for this investigation. Forty pressure sensors assemblies were received; externally all showed to be in good condition. All 3 sensor pins were intact, unbent and unbroken. All sensors did not exhibit any cracks, fluid ingress or other anomalies. One of the sensors failed function infusion testing with channel error 240.4150. Failed sensors expected output voltage should measure 1.00 ± 0.05 vdc with no force applied to the pressure sensor. The proximate cause of the upper pressure sensor alarm is most likely attributed to excessive force applied to the plunger of the sensor.

Event description:
The customer has experienced problems with occlusion alarms for which no root cause has been determined. In an effort to evaluate the possible contribution of the pressure sensors, carefusion provided the customer with new pressure sensors and requested that the removed ones be returned for failure investigation.

Manufacturer narrative:
Correction initial reporter address.